Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose of 51 mg/dl and high kreatenen levels; the patient was in pain and took hydrocodone and passed out. The patient was hospitalized for three days. Troubleshooting did not occur. No products were returned for analysis.